Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer faulted message appeared upon boot-up of the navigation system. During troubleshooting there was a yellow light-emitting diode (led) on the power supply unit (psu), a bump detector battery fault, a bump detected notification, storage temperature exceeding acceptable limits, and a dead psu internal battery. Troubleshooting steps identified the psu and its internal battery as probable causes. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, - h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported the optical camera faulted and was replaced. Codes b01, c08, and d02 are applicable. Multiple fdd/annex a codes were reported. A05 was coded for localizer faulting. A0708 was coded for the dead psu internal battery. A1102 was coded for the localizer fault message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product 9735821, lot number: p902522. The analysis concluded that the returned psu (positioning sensor unit) had scratches on the housing and lenses. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .542mm with a passing threshold of .250mm. Previously coded b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.